Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that poor communication was seen on the patient programmer (pp). It was reported that the patient was not able to communicate with the recharger (insr). Caller stated that the patient could not connect with the recharger and stated that this started last monday night. Caller stated that the patient was seeing the (B)(4) boxes along the bottom but also stated it showed the reposition antenna screen. To clarify the issue, patient services had the caller use the recharger (insr) with the patients implant and they reported that they were seeing the reposition antenna screen and were not seeing any boxes. Patient stated they had not charged for about a week and last felt stimulation at that time. Patient tried to connect with pp but would get the poor communication. Patient was redirected to healthcare provider. No further complications were reported or anticipated.